Event description:
The customer reported the system locked up with communication error on workstation. The system required a reboot in order to regain functionality. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.